Event description:
It was reported that two days after the implant procedure, this right ventricular (rv) lead dislodged. Subsequently, surgical intervention was performed with the intention of repositioning the lead; however, the helix mechanism could no longer extend normally. The lead was removed and replaced with a new lead. No additional adverse patient effects were reported. This lead is expected to be returned.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance; measurements were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that two days after the implant procedure, this right ventricular (rv) lead dislodged. Subsequently, surgical intervention was performed with the intention of repositioning the lead; however, the helix mechanism could no longer extend normally. The lead was removed and replaced with a new lead. No additional adverse patient effects were reported. This lead is expected to be returned.